Event description:
The facility initially reported an infusion pump with an inoperable channel a (open key not working). The event was reported to have occurred during biomed testing. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available. The uim master software is unremediated version 5.04.00.

Manufacturer narrative:
The customer reported condition of channel a open key not working was confirmed during product evaluation. The channel a pumphead module keypad was found to be working intermittently due to a cut communication ribbon cable. The channel a pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA.